Manufacturer narrative:
According to the initial report, publication titled, "inflammatory response induction as a result of bioglue adhesive application in cardiac surgery ¿ a review of the literature" by furgol, t., et al. (30march2024) notes inflammatory responses to bioglue. Multiple attempts for additional information were unmet. This publication is a large review of approximately 60 papers and discusses inflammatory responses as a result of bioglue usage in cardiac surgery. The following information was not provided and is unknown: the amount of bioglue applied, the specific types of surgery performed, the condition of the native tissue, if any other products were used during the procedure, and any co-morbidities the patients may have had. Due to this limited information, we are unable to connect the reported inflammation with the other adverse events mentioned in the publication (rupture of pulmonary artery, cardiac tamponade, pericardial effusion, tumor, mediastinal cyst, wound healing problems, or pseudoaneurysm). The author concludes the article by stating ¿...the amount of bioglue should be dosed very carefully and adequate me should be allowed to bind to the tissues, significantly reducing adverse effects of inflammation.¿ the instructions for use state the following which addresses binding me and dosing: bioglue works optimally when it is allowed to polymerize without any manipulation for a full two minutes. For vessel repair, apply an even adhesive coating 1.2 - 3.0 mm thick for anastomosis of vessels/grafts greater than 2.5 cm in diameter; apply an even adhesive coating 0.5 - 1.0 mm for vessels/grafts less than 2.5 cm in diameter. There is insufficient information to determine if there is an association between the use of bioglue and the events noted in the publication. Inflammation is a known potential adverse event related to bioglue usage. The condition of the native aortic tissue at the time of initial surgery is unknown in these cases. The IFU currently includes statements regarding binding time and dosing. Based on the limited information available, no conclusion can be made at this time. The bioglue a/dfmea was reviewed and the reported events are addressed. No samples were returned. Based on the information available at the time of this report, we are unable to definitively determine the cause of the events observed. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
The publication, "inflammatory response induction as a result of bioglue adhesive application in cardiac surgery - a review of the literature" by furgol, t., et al. Reports inflammatory responses to bioglue.